Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that the catheter was displaced from the intrathecal space. The patient was not getting effective relief. An x-ray was performed on an unknown date. The catheter was revised. The issue was resolved. The system was delivering dilaudid at a concentration reported as "4mg/day" and a dose of 2 mg/day. The lot number was unknown. The indications for use were failed back surgery syndrome and spinal pain. If additional information becomes available, the event will be updated.